Event description:
The customer reported that the monitor did not alarm for a red desat alarm when the patient's oxygen saturation was down to 30%.

Manufacturer narrative:
The customer reported that the monitor did not alarm for a red desat alarm when the patient's oxygen saturation was down to 30%. Philips and the customer have determined that there was no device malfunction but that there was a user misunderstanding. The involved monitor does not have a red desat alarm function. The hospital informed philips that the monitor performs as expected/intended in testing at the hospital. The product labeling (instructions for use) for this model and software revision adequately describes the available alarm function. Philips will file a follow-up report when the investigation is complete. (B)(4).